Event description:
Additional information was received that the device was resolved by reprogramming.

Event description:
During an in-clinic follow-up, noise that led to oversensing was detected on the right ventricular (rv) lead. Provocative testing was performed and the lead noise was not reproduced. An x-ray was performed and showed no abnormalities. The patient was stable.